Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that during the last follow-up visit, there were maximum number of episodes of noise, which could not be cleared. It was questioned whether the issue related to the hardware or the device. The device was removed. No patient complications have been reported as a result of this event.